Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to not retain the wire.

Event description:
It was reported that the device would not hold a wire during set up for a procedure. The procedure was successfully completed with a back up device with no delay. There were no allegations of adverse consequences associated with this event.